Event description:
It was reported that the user and family experienced difficulty completing an ilet supply change with the cartridge and cd set because the pump was not rewound, and they also observed small bubbles in the cartridge; they were guided through disconnecting, rewinding, completing the change, and resuming insulin delivery, and they clarified that a sensor replacement was not needed. Symptoms included hyperglycemia with a reported blood glucose of 194 mg/dl during dinner after pump disconnection, which decreased to 166 mg/dl by the end of the call. Outcomes included no health consequences or impact. Investigation included communication with the user and family and analysis of information they provided. Investigation of this case revealed no device problem, a usage problem related to an improper procedure, and relevance of the plunger component during the rewind and cartridge insertion steps. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.